Event description:
The customer contacted baxter's technical service center to report an issue of system error (se) 2240( air in set) found on the home choice (hc) device during dwell 3 of 4. The baxter technical representative (tsr) had the home patient (hp) check all bags. The hp stated that all bags were not correctly connected and spiked. The hp checked lines and bags and found that one of the supply bags connections was loose and leaking. The hp cycled power off and on to clear se 2240 followed by se 2367 and ended therapy. Tsr assisted the hp to disconnect using aseptic techniques and removed the cassette. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Suspect medical device info and 510k number will not be provided in the emdr, because the product code and lot number are unknown. The sample is not available. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint was for a system error (se) 2240( air inset) was confirmed. As per the complaint, the home patient (hp) found that one of the supply bag connections was loose and leaking. The cause was of the se 2240 was determined as a loose connection between the supply bag and the line. A labeling review found the patient at home guide to be adequate for use/user error related to this incident. This issue is being investigated through CAPA.